Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 20mm stent delivery system catheter was returned for analysis. A visual examination of the stent found that the proximal stent struts were bunched distally on the balloon. The undamaged stent outer diameter was measured using a snap gauge and the result was 0.0365. This is within maximum crimped stent profile measurement. The balloon was folded and no damages were noted. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Inflation device verified to 18atm before and after using druck gauge. Device inflated without issues to 18atm which is the rated burst pressure for synergy ous mr 2.25 x 20mm as per instructions for use. Device held pressure and deflated without issues in 9 seconds the stent expanded without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-mar-2021. It was reported that crossing difficulties were encountered. A 2.25 x 20 synergy ii des drug eluting stent was advanced but failed to cross the lesion. The physician was not able to deploy the stent due to the tortuousity of the vessel. The procedure was completed with another of the same device. There were no further patient complications reported.